Event description:
Information received regarding the explanted device notes that the patient presented to the hospital with palpitations and upon interrogation of the device, dashes (---) were noted for some parameters. Return to standard (rts) was not successful and programming to unipolar was not possible. A previous rts caused vvi pacing in unipolar and induced pocket stimulation in the patient. An attempt to download was unsuccessful, therefore the device was replaced.